Event description:
Procedure performed: robotic chole. Event description: this was from a dr. [Name}/dr. [Name] robotic cholecystectomy on (B)(6) 2025 around 0930 during trocar insertion. Fortunately, the trocar appears to have broken completely in half. I have it in my office with the packaging information. I placed a midas report due to patient involvement. Patient was not injured. Patient status: patient was not injured.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This report is to follow-up medwatch report #mw5169262

Event description:
Procedure performed: robotic chole event description: this was from a dr. [Name}/dr. [Name] robotic cholecystectomy on (B)(6) 2025 around 0930 during trocar insertion. Fortunately, the trocar appears to have broken completely in half. I have it in my office with the packaging information. I placed a midas report due to patient involvement. Patient was not injured. Medwatch (mw5169262) received via email on 30apr2025: trocar broke during insertion to abdominal cavity. Patient status: patient was not injured